Event description:
It was reported that a vns patient experienced an increase in seizures. The signal on time of the patient's vns device was increased. Additionally, the dosage of zonegran was increased. Good faith attempts to obtain additional information have been unsuccessful to date.